Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on the fifth firing. It locked in the closed position on the cystic duct or artery. The device was pulled from the tissue. No tissue damage reported. New device used to complete. No patient impact reported.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during five consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clip was conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was not visible; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.